Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "while attempting to insert the introducer/dilator, I met an unusual amount of resistance. I retracted the introducer/dilator and noted a defect in the gray portion of the device - where it meets the white tip."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed. One 5 fr x 7 cm microez microintroducer was returned for evaluation. The product sticker label indicated lot: refx5409. The dilator was returned wtihin the sheath, and the sheath had not been peeled. Bunching of the sheath tip was also noted. Microscopic observation of the sheath tip revealed the material to be compressed and bunched inwards. Evidence of a sheath tip taper was noted. The damage and deformation observed is consistent with damage caused by advancement against resistance. The product instructions for use (IFU) contains information that may have prevented the reported issue. The IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." Since evidence of a difficult insertion was observed, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via medwatch " while attempting to insert the introducer/dilator, I met an unusual amount of resistance. I retracted the introducer/dilator and noted a defect in the gray portion of the device - where it meets the white tip." Add info rcvd 07/21/2022: ¿ was the product used on a patient? Yes ¿was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.

Event description:
It was reported via medwatch " while attempting to insert the introducer/dilator, I met an unusual amount of resistance. I retracted the introducer/dilator and noted a defect in the gray portion of the device - where it meets the white tip." Add info rcvd 07/21/2022: was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.